Event description:
It was reported to boston scientific corporation than an wallflex biliary plus rx stent system was to be implanted in the bile duct area to perform an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2026. During the procedure, prior to placing the device over the wire, the plastic piece was pulled out of the catheter and the stent prematurely deployed. The procedure was completed with another wallflex plus stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event stent premature deployment.